Manufacturer narrative:
The manufacturer previously reported that they received information alleging low minute ventilation occurred on a trilogy evo device. Cardiac massage was performed as a resuscitation measure. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During evaluation, no device malfunction was found. The time on the main unit was corrected by +14 minutes, which caused a care orchestrator discrepancy. All final tests were performed and the device passed.

Event description:
The manufacturer received information alleging low minute ventilation occurred on a trilogy evo device. Cardiac massage was performed as a resuscitation measure. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.